Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated arctic sun device was not cooling. Mss has not received any alerts or codes. Biomed stated that they placed it in manual control and the temperature would go up but when placed to cool to 4c it would not cool. Flow rate was 4.2 lpm. Water temperature was 32c, chiller temperature (t4) was 32c, mixed pump command was 100 percent, and circulation pump command was 98 percent. Per additional information received via email 03nov2022, it was reported that the device was being preventive maintained at the time the failure was noticed. No patient involvement. Biomed ordered mixing pump, replaced and resolved the problem. Per clarification received on 08nov2022, biomed ordered mixing pump, replaced and resolved the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed stated arctic sun device was not cooling. Mss has not received any alerts or codes. Biomed stated that they placed it in manual control and the temperature would go up but when placed to cool to 4c it would not cool. Flow rate was 4.2 lpm. Water temperature was 32c, chiller temperature (t4) was 32c, mixed pump command was 100 percent, and circulation pump command was 98 percent. Per additional information received via email 03nov2022, it was reported that the device was being preventive maintained at the time the failure was noticed. No patient involvement. Biomed ordered mixing pump, replaced and resolved the problem.